Event description:
A biomedical engineer reported to olympus that the lithotripsy system had a weak suction. There was no report of patient harm associated with this event.

Manufacturer narrative:
The customer will not return the subject device to olympus for evaluation. The biomedical engineer suspected the probe was likely clogged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and add corrected data. Corrected data: d10. Additional information: additional event information was requested from customer and no answers were provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. No device was returned for evaluation. In this case, the potential causes of the reported failure could not be determined. Olympus will continue to monitor field performance for this device.